Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had slow compressor. During maintenance inspection at getinge fse, a sluggish compressor was observed. At low rotation speeds, the pressure does not reach the specified value, causing a load on the system. There was also concern about overheating. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that at low rotation speeds, the pressure does not reach the specified value (391mmhg), causing a load on the system. The fse was also concerned about overhearing so the scroll compressor (0119-0-0236) was replaced and the results were good. The fse also replaced the safety disk, tidal volume disk and the 9v battery as part of the preventative maintenance procedure. Overall inspection results were good and the unit passed all functional and safety checks before being returned to normal use.